Event description:
Customer reported that a tubing set with epinephrine in it was taken out of the pump. It was reported that the safety clamp didn't close and medication continued to infuse to the pt. Details were reported as follows: labetalol was given because the pt's blood pressure and heart rate were elevated, then it was noticed that the epinephrine was still infusing. When the line was clamped and disconnected, the pt's blood pressure bottomed out. The pt was intubated and levophed was started to support blood pressure. The pt did have a slight increase in troponin lab value due to the event. The pt was extubated the next day and transferred out of the ICU.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. The concomitant pump module was not sequestered and therefore not available for investigation. A follow up report will be submitted with failure investigation results should the set be received for evaluation.